Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was slow to rewind; it was getting stuck during priming and rewinding. There was condensation inside the screen and there were unexplained no deliver alarms. The customer declined to provide their blood glucose reading. Nothing further was reported.